Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Caller reported customer reportedly received a blood glucose reading of 110 mg/dl once a day for 5 days (same result every day). Due to readings he did not inject insulin as usual. He felt faint and went to see doctor at hospital. Customer reportedly received a reading of 1200 mg/dl at the hospital; treatment received was not provided. Patient did not keep strips in proper place as humidity/opened lid has been reportedly observed. No product return was requested.